Manufacturer narrative:
An extensive engineering investigation was performed on the returned astral device by the design house in (B)(4). The reported failure modes were confirmed through review of the device logs. The investigation determined that the device unexpected restart and total power failure alarms were triggered as expected with the total discharge of the internal battery. The internal battery was tested with no faults found and the device was operating within specifications. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
(B)(4).

Manufacturer narrative:
The device was received by resmed (B)(4). The device is currently being returned to the manufacturing facility located in (B)(6).for an engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).